Manufacturer narrative:
Product available to stryker: updated. Lot #: corrected based on additional information received on 18-jan-2018. Expiration date: added. Returned to manufacturer on: updated. Device evaluated by mfg: updated. Summary attached: updated. Manufacturing date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was kinked and blocked. In addition, catheter ptfe (polytetrafluoroethylene) inner lining peeling was not confirmed. During the functioning test, it was found that the device was unable to be flushed and friction was experienced in the inner lumen due to the occlusion of the crystallized contrast media, this dissolved on contact with water. Based on the information currently available and the device inspection, it is probable that the device was damaged during the clinical procedure, causing the as reported event. An assignable cause of procedural factors will be assigned to the as reported catheter shaft friction and to the analyzed catheter shaft kinked, catheter shaft blocked and catheter shaft friction, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. However, the as reported catheter ptfe inner lining peeling, was not confirmed during the device analysis an assignable cause of not confirmed will be assigned to the reported catheter ptfe inner lining peeling, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the physician felt friction when advancing the guidewire in the subject microcatheter. He thought it has a problem with inner coating. No clinical consequences reported to the patient. No further information is available now.

Manufacturer narrative:
This is 2 of the 2 reports. The subject device is not available.

Event description:
It was reported that the physician felt friction when advancing the guidewire in the subject microcatheter. He thought it has a problem with inner coating. No clinical consequences reported to the patient. No further information is available now.